Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported while using the librelink on (B)(6) 2020, her adc freestyle libre 2 sensor did not alarm when her glucose level was low. As a result of the failed alarm, the customer experienced unspecified hypoglycemia symptoms and self-treated with sugar however, her glucose level continued to drop. The emergency services were called and the customer was treated with oral glucose. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the alarm-3 (missing high or low glucose alarm) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3 cases in (B)(6) 2020 this failure mode was identified and is a known manufacturing issue that impacts sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported while using the librelink on (B)(6)2020, her adc freestyle libre 2 sensor did not alarm when her glucose level was low. As a result of the failed alarm, the customer experienced unspecified hypoglycemia symptoms and self-treated with sugar however, her glucose level continued to drop. The emergency services were called and the customer was treated with oral glucose. No further information was provided. There was no report of death or permanent injury associated with this event.